Manufacturer narrative:
The customer indicated that she has not been fitted for breastshields by her lactation consultant, nor has she had the lactation consultant view her using the pump. The customer was provided a replacement pump, 21mm breastshields, lanolin and hydrogels. Additionally, it was recommended to the customer that she is fitted for breastshields by her lactation consultant and that she pump in the presence of her lactation consultant. The original device was returned for evaluation/ investigation. The vacuum levels and cycles per minute were tested. The results indicated that the pump passed testing. No definitive conclusion can be made as to the cause of the event. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
Customer experiencing soreness, redness, irritation and feels that her breast is being pulled in. Her nipples are turning purple. By the end of the pumping session, most of her areola and nipple are down in the tunnel. The customer has tried different sizes of breastshields. She has pumped exclusively for 2-3 weeks, but has experienced nipple soreness from nursing her child since the beginning. Her lactation consultant recommended the customer contact the manufacturer to return the pump because she feels that the suction is too strong on the minimum setting.